Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets had separation issues from intravenous (IV) catheters resulting in leakage. This was identified during unspecified process steps during computed tomography (CT) with power injectors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates in (B)(6) 2021. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.